Manufacturer narrative:
(B)(4). Concomitant medical products: 14-103656, univ 2-hole shl 56mm lnr sz 24, 619240; ep-105994, epoly 36mm rlc lnr mrom sz24, 882430; 650-0660, delta ceramic fem hd 36/-3mm, 2015080065. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03143 shell; 0001825034 - 2019 - 03145 liner.

Event description:
It was reported that the patient experienced deep infection with a duration of 77 days. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical notes were reviewed and identified patient experienced a deep infection with a duration of 77 days. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.